Manufacturer narrative:
The power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. The insulin pump was received with normal operating currents. No unexpected low battery alarm, power loss alarm, replace battery now alarm or blank display noted. The device was received with cracked battery tube threads, scratched case and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call replace battery now alarm on the insulin pump. Customer¿s blood glucose level was 157 mg/dl. Troubleshooting for the alarm was performed. Customer received the replace battery now alarm less than 10 hours after receiving the low battery alert. Customer advised the insulin pump had a blank display and a new battery did not resolve the issue. Customer advised they replaced the battery on the device and the issue remained unresolved. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.